Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate two switch activation detected" screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the mid housing, affecting the functionality of the handpiece. In addition the isolator was torn and the hand activation wire had its outerwire jacked degraded. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure the device didn't work. Sales rep went in site to verify but not possible to test it - doesn't work. Another device was used to complete the case. No patient consequences. One device will be returned.